Event description:
Caller reported that the pump battery would not charge, and the pump screen was dark and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.